Manufacturer narrative:
Investigation of the returned device identified that the tibia metal back labelled as t3 was actually a t2. The corresponding lot also mislabelled was identified as lot 218283 part number 156-352; this product had been labelled as a t3. All lot 218283 product was located at leatherhead and immediately placed in quarantine. The affected device was removed from (B)(4) along with two other units in stock. A review of all other stock locations was also performed. It was identified that there were two units in (B)(6), one at (B)(6) , one at (B)(6) and two remaining in stock at matortho leatherhead. All units were immediately requested for return from the facilities and were placed into quarantine. The two boxes from lot 218284 at leatherhead were opened to confirm the product dimensions. The device history records (DHR) were reviewed for both lots and there were no immediate issues within the DHR, however it was identified that the error may have occurred at a step prior to etching as both lots were incorrectly labelled at this point. No other batches have been identified as being affected by this notification. The investigation into this issue has identified a corrective action. An in-process drop gauge test will be introduced at the in-process check points within the procedure. A corrective action has been raised (B)(4). It is expected that implementation will be completed by 01may17. This issue was noted during the assembly of the trials i.e.the tibai metal tray was the incorrect size. An alternative of the correct size was located successfully assembled and the procedure was completed. There was no reported delay during the procedure and the patient is at home recovering form the procedure. There has been no harm to patient. All affected product has been contained. No (B)(4) product is currently within the us.

Event description:
It was reported that "I was attending another operation at the time and was called to this operation with problems with the tibia metal back, I advised them to get a size 3, 10.5mm insert to put against the tibia metal and the insert was larger than the base plate. The implant wasn't implanted and put to one side."